Event description:
Note: this report is being filed for the second of two complaints that occurred during the same procedure. Refer to MFR #3005099803-2009-04158 for the associated device information. It was reported to boston scientific corporation that two rapid biliary stent systems were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a patient. After positioning the first stent, the guide/pull wire was unable to be retracted to deploy the stent. The entire delivery system was withdrawn and the stent stayed in place. A second rapid biliary stent system was used and deployed the same way. The stents were deployed not by retracting the guide/pull wire, but by withdrawing the entire delivery system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in fine condition after the procedure.

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.